Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a procedure, the jaws on a nslg2c45 would not open. It is unknown if the jaws were on a vessel/artery when they would not open. It is unknown how the procedure was completed, but there were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the cable cut off. It was found that the device was slow to return to a fully open position. This could have impacted the opening and closing performance of the device. Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues.